Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient has a history of bruxism. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned for analysis and the evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and one of the connectors was detached from the device. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient has a history of bruxism. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors broke on from an endsnorz sleep appliance (silent nite 3d) device. The healthcare provider observed the following patient symptoms: damage to the teeth and dental restorations. It was also stated that the patient experiences pain and or soreness of the temporomandibular joint when they do not wear the device. It was reported that the patient discontinued the use of the device, no medical and or surgical procedures were required, and no permanent injury was reported. Per the report the patient's dental hygiene is fair and the device was replaced with a similar product.

Manufacturer narrative:
Additional information was received from the customer. Correction: b1 additional information: a2 a3a a6 b2 b3 b5 b7 manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors broke on from an endsnorz sleep appliance (silent nite 3d) device.